Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0333772. Medical device expiration date: 2021-04-13. Device manufacture date: 2020-11-28. Medical device lot #: 1014710. Medical device expiration date: 2021-06-24. Device manufacture date: 2021-01-14.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4). The following information was provided by the initial reporter: " it was reported that false positive. Is the customer reporting a false positive or false negative? False positives (2 that occurred on (B)(6) 2021). Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No, analyzer was used every time. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? 2 fp. Customer said they have made changes on their workflow based on our recommendations. Customer said the staff who were swabbing were going to a resident room, swabbing, then walking down the hall with the swab before putting it in solution. Now they bring the solution with them so they don¿t leave the swab exposed for too long. Since then they have done 150 tests with no false positives. Customer also said not to bother sending replacements since they automatically get plenty of kits every 2 weeks so the only focus now is getting the faulty kits back. Was there any patient impact as a result of the false result? Yes. They were put on contact droplet isolation in their room (in long term care). Family notified. Stress experienced for all (family, resident, and staff on unit). "

Manufacturer narrative:
Eua#: (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 1014710. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 1014710. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#(B)(4)) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. Patients were quarantined until pcr results were received, there was no patient impact otherwise noted. Eua#: (B)(4).